Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery the device did not built up pressure properly. There was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
It was reported that during a knee surgery the device did not built up pressure properly. The reported event was not confirmed. The service evaluation revealed an intermittent failure, a defective motor and power supply as well as an incorrect door adjustment but there was no issue found with the pressure. The most likely cause is attributed to wear and tear.